Event description:
It was reported bd¿ slip-tip disposable tuberculin syringe had a separation of the needle from the syringe. The following information was provided by the initial reporter: "... The syringe popped off of the needle after administration of the vaccine...".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported bd¿ slip-tip disposable tuberculin syringe had a separation of the needle from the syringe. The following information was provided by the initial reporter: "... The syringe popped off of the needle after administration of the vaccine...".